Event description:
Cas 511 combination monitor was found by clinician to be in a monitoring condition where all heart and respiratory rate values and indicators were frozen on the led display. During this event there was no indication of pt monitoring, and no alarm sounded to alert the clinician. The monitor was plugged into a/c power at the time of the incident. No harm to the resident occurred. The monitor was immediately removed from the resident.